Event description:
While reviewing programming history in the manufacturer's programming history database it was noted that the patient came into an appointment at non-typical settings with an off time of 60 minutes. At the prior appointment there were no faulted diagnostic and there was a final interrogation that showed that the patient was at intended settings. It is unknown is the patient was programming to the settings by another physician or if there was a faulted test and the patient's full settings were not corrected.

Manufacturer narrative:
Analysis of programming history.